Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was working in their shop and had received eight shocks from their implantable cardioverter defibrillator (ICD). The patient reported that they had heard an alert tone from the device. The patient reported to the emergency room for device interrogation where high impedance values were observed on the right ventricular (rv) lead. Evaluation of the patient confirmed a fracture of the rv lead. The lead was subsequently replaced and during the surgical procedure it was determined that the lead fracture was located in the pocket region. It was reported that the patient's physical activity had put pressure on and moved their device causing the lead to fracture. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.